Manufacturer narrative:
This report refers to the third device mentioned in the description. The second device is being reported separately. A review of the manufacturing records verified the lot met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2019 a patient was undergoing treatment of an iliac artery aneurysm with an unknown iliac branch device. A gore® viabahn® vbx balloon expandable endoprosthesis was intended to be placed in the internal iliac artery from an ipsilateral approach. The device was attempted to be advanced over a .035" rosen wire. Upon loading the device, outside the patient, the delivery catheter became accordioned. This device was discarded. The guidewire was exchanged for a .035" advantage wire. Another gore® viabahn® vbx balloon expandable endoprosthesis was advanced over the wire through a 14.5 fr aptus tour guide sheath, through the iliac branch device, toward the internal iliac artery, however the device could not track over the tight turn of the anatomy. This device was attempted to be withdrawn but in doing so, the device came off the balloon catheter. A 4 mm balloon catheter was advanced through the device and inflated in order to anchor the stent and remove it from the patient. A third gore® viabahn® vbx balloon expandable endoprosthesis was advanced over the wire through the 14.5fr aptus tour guide sheath, through the iliac branch device, toward the internal iliac artery, however this device also could not track over the tight turn of the anatomy. While this device was attempted to be removed, the same thing happened and the device was retrieved in the same manner, by advancing a 4 mm balloon through and anchoring it to the balloon catheter for removal through the sheath. Finally a shorter length gore® viabahn® vbx balloon expandable endoprosthesis was advanced and deployed successfully, with no adverse outcomes for the patient.